Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified left anterior descending artery. A short, balance middle-weight (bmw) guide wire was inserted into the lesion and predilatation was performed with a 2.0x20 mm rx mini trek balloon. A 2.75x28 mm xience prime stent delivery system (sds) was unable to cross the lesion due to the severe calcification. Additional predilatation was being performed with the same 2.0x20 mm trek which was inflated at 12 atmospheres and again at 14 atmospheres when contrast was noted leaking out of a small pinhole in the balloon. There had been no resistance noted during advancement of the trek and no resistance was noted during removal. Another xience prime stent was successfully implanted in the target lesion without further incident. There were no adverse patient effects and no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.